Manufacturer narrative:
There has been no clear cause established for this adverse event, as there was minimal information available, despite repeated attempts to contact the initial importer. This is an isolated incident with no cause or relationship with the device in question.

Event description:
On may 6, 2025, the distributor received a reaction complaint concerning a patient who experienced complications following a left knee replacement on (B)(6) 2025. The patient reported ongoing issues at the surgical site, including fluid oozing and what was described as a potential "chemical burn," allegedly linked to the use of primaseal postop dressing. Although the incident occurred in (B)(6), the distributor was only informed of the injury details on (B)(6) 2025, when the hospital reported it. No lot number was provided, limiting the ability to trace the product involved.